Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported surgeon console. Two images were received for evaluation. One image depicted a message displayed on the operating room team interface (orti) monitor of the tower. The message stated, "danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system.". One image depicted two different alarm message displayed on the orti monitor. The error messages stated, "danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system." And "arm 1: caution: the instrument is not ready for removal. Double-click the button on the instrument control unit to enable removal.". This alarm would interrupt the tele-operation until it was dismissed or resolved. Evaluation of the logs indicated that the tower experienced an orti screen freeze. An error code for 'image fault - endoscope image change test fail', an error code for 'light source disabled: system response', an error code for 'surgeon console monitoring: scaler signal loss detection' and an error code for 'error checking: endoscope failure to communicate' were all observed. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, traced to the tower 240v. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hepatectomy, the system triggered an "endoscope frozen image" alarm. The image itself was not frozen, but tele-operation from the surgeon console was blocked. The issue was resolved after the storz image generator was rebooted. There was a delay of approximately 5 minutes. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hepatectomy, the system triggered an "endoscope frozen image" alarm. The image itself was not frozen, but tele-operation was blocked. The issue was resolved after the storz image generator was rebooted. There was a delay of approximately 5 minutes. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the provided images indicates the first image shows a message displayed on the operating room team interface (orti) monitor which reads ¿danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system¿. The second image shows two alarm messages displayed on the orti which read ¿danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system¿ and ¿arm 1: caution: the instrument is not ready for removal. Double-click the button on the instrument control unit to enable removal¿. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.